Manufacturer narrative:
One device was received for evaluation. Visual inspection showed the device was in good condition. Functional testing was performed, and the reported issue was duplicated. The cause of the reported issue was due to the faulty main board. As a result, the main board was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump exhibited error code 41786-0004. There was unknown patient involvement, no patient injury was reported.